Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the mega suture cut needle driver instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during central processing, there was an unidentified frayed wire on the mega suture cut needle driver instrument. There was no report of patient involvement.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The instrument was analyzed and found to have a frayed grip cable. The complaint was confirmed by failure analysis.